Event description:
It was reported that during a ptca procedure, the guide wire buckled and frayed at the guide wire tip when removed from another company's gamma radiation catheter. No pt injury was reported from this procedure. This incident is being reported based on investigative findings.